Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering insulin between 5 pm and 4 am. The customer will give a correction but her blood glucose does not go down. The pump will be returning.

Manufacturer narrative:
A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.